Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#(B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported during use the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: ¿underfilling¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: ¿underfilling.¿